Manufacturer narrative:
Additional information : the lot was manufactured 06/08/2018 - 06/10/2018. Four (4) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed a leak from the spike port at the spike port cap of all four samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity, at least (4) four, of 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from administration port. The leaks were discovered during filling and prior to patient use. There was no patient involvement. No additional information is available.